Event description:
A report was received that the patient's lead had impedances due to loss of stimulation. It was also reported that the patient had non-device related surgery to repair his shoulder and electrocautery was likely used. No device malfunction was suspected. The patient will undergo a lead replacement procedure. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician¿s implant manual 90970880-04).

Manufacturer narrative:
Correction to initial MDR in fields. Field should have been (B)(6) 2017.

Event description:
A report was received that the patient was experiencing loss of stimulation due to high impedances. It was also reported that the patient had non-device related surgery and electrocautery was likely used. No device malfunction was suspected. The patient will undergo a lead replacement procedure. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician¿s implant manual (B)(4)).

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg and lead were replaced. No device malfunction was suspected. The patient was doing well postoperatively. Additional suspect medical device component involved in the event: model#: sc-1132 serial #: (B)(4) description: precision spectra implantable pulse generator the explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing loss of stimulation due to high impedances. It was also reported that the patient had non-device related surgery and electrocautery was likely used. No device malfunction was suspected. The patient will undergo a lead replacement procedure. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician¿s implant manual (B)(4)).